Manufacturer narrative:
Correction made to b2: date of event: 10/12/2023 (previously submitted as asku) additional information was added to h10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and a small particulate was observed inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found floating in a 500ml intravia container. This was observed before patient use. The bag was filled with hydromorphone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.